Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Analysis was unable to confirm reported observation. The lead passed electrical testing. Lead tip and helix appears intact and undamaged.

Event description:
Boston scientific received information that this right ventricular lead was found dislodged from heart tissue. Upon repositioning in multiple right ventricular locations, the lead did not return satisfactory pacing threshold measurements. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.